Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A helix mechanism test was performed and the helix was able to extend and retract; however the extension and retraction was slightly jumpy due to an offset helix.

Event description:
It was reported that prior to implant, the helix failed to extend during a functionality test. The lead was not implanted.